Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had charged their ins and when they were getting ready to turn on their ins, they saw the por message on the insr. Pss tried to walk pt through clearing the por however, pt was seeing the replace programmer battery on their programmer (pt only had one new aa battery for their programmer). Pss reviewed the steps for clearing a por message with the pt. Pt will try to clear the por on their programmer when they get new batteries and will call back for further troubleshooting if needed. See case # (B)(6) for the report of pt mentioned that they had trouble getting their ins charged in the past and needed a replacement charging antenna.